Event description:
Customer reported a malfunction with a displayed error code that could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to replace the customer's pump, and a replacement pump was provided to ensure there was no interruption in insulin delivery. The customer was informed about the replacement, and the new pump was delivered, although it is unclear if the problematic pump will be returned.